Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 4 to 1-2. The following day, on (B)(6) 2019, mr increased. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported recurrent mitral regurgitation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.